Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the patient whose electrocardiogram was diagnosed as in ventricular fibrillation. According to the reporter, the patient's electrocardiogram converted to asystole following the first countershock and when the operator pressed the discharge switches to administer the second shock, the device would not discharge. Cardiopulmonary resuscitation and drugs were administered, but the patient's rhythm would not convert from asystole. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the inability to convert to a shockable rhythm.